Event description:
Received a report that the unit did not have audio on power up or with alarms. This was determined during the preventive maintenance by the customer. Replacement of the speaker by the customer did not resolved the audio problem.

Manufacturer narrative:
No product returning. This product is no longer manufactured. The customer will retire the unit and is aware that the product is no longer manufactured.